Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. (B)(4). Expiration date= ni. Lot number = 2845s. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: eliquis 2 caplets everyday. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). While changing the bandage, the reporter pulled the consumer & apos;s skin off with the bandage. The wound started to bleed and the area around it was all red and painful. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A wife reported an event regarding her husband and flexible fabric band-aid. The husband, who is on a blood thinner, used a flexible fabric band-aid to cover a wound on his arm. While changing the bandage, the reporter pulled her husband¿s skin off with the bandage. The wound started to bleed and the area around it was red and painful. The husband went to a walk-in clinic and was told his wound was infected and was prescribed antibiotic cefadroxil 500m. The patient¿s symptoms improved after use of product.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on october 11, 2015. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.